Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the clinic for a routine follow up. An atrial sense test was performed and the device was then programmed to vvi mode. A review of printouts revealed that the device exhibited a diagnostics anomaly. No patient symptoms were reported. The patient would be monitored.